Event description:
Facility reported patient states her vision is blurry at all distances following bilateral intraocular lens (iol) implant surgery. Additional information was received from the consumer. She reported having several laser surgeries to improve her vision. She feels they were unsuccessful. She now wears contact lenses and report they irritate and dry her eyes. She continues to have difficulty seeing at near and intermediate distances. She also reports when reading she sees shadows or ghosting behind the letters and her left eye seems as through she is looking through a smudge. She also reports seeing rings around street lights. This is one of two medwatch reports being filed for this patient.

Manufacturer narrative:
Additional information was requested on 12/04/2007 by phone and on 12/07/2007 by mail and by fax. Additional information was received. No product was returned for evaluation. Product history record and batch records were reviewed. Documentation indicated the product met release criteria. There are no other reports in the lot.